Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately ten months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted on the connector. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. An outer insulation cosmetic depression was noted on the connector. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.